Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer reported experiencing an elevated blood glucose (bg) level of 600 (mg/dl). A correction bolus was delivered to address bg level; however, the customer subsequently experienced a low bg. Reportedly, the customer believes they possibly over delivered their correction bolus for their elevated bg levels and this contributed to their low bg level. Glucagon was administered to address low bg levels. The current pump will continue to be used for diabetes management.